Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 17.4 mg/dl and the sensor glucose was 2.8 mmol/l at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly preventing the sensor from properly tracking changes in glucose. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Suspend on low limit in sensor settings is 17.4 mmol/l the sensor will be returning for analysis.